Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose level. Customer¿s blood glucose level was in the range of 400 mg/dl at the time of incident and other relevant blood glucose level was 450 mg/dl. Customer stated that the insulin pump received no delivery alarm and cannula was not bent. Customer was using insulin pump system within 48 hours of reported event. Customer was treated with injections. Customer did not allege that the insulin pump was under delivering and drive support cap was normal. Customer stated that the bolus wizard was programmed accurately. Customer declined for further assistance. The insulin pump will not be returned for analysis.